Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure"), device breakage ("breakage of the essure device") and post procedural infection ("post-operative infection") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), post procedural infection (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with surgery (pelvic surgery). At the time of the report, the device dislocation, device breakage, post procedural infection and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, pelvic pain and post procedural infection to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("breakage of the essure device"), device dislocation ("migration of the essure: anterior to spleen"), embedded device ("embedded in omentum/perforation (other): anterior to spleen embedded in omentum"), sepsis ("sepsis") and post procedural infection ("post-operative infection") in a 47-year-old female patient who had essure (batch no. 898925) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing the right coil on my right side" and medical device monitoring error "endometrial therma choice ablation with essure bilateral tubal sterilization". The patient's medical history included back surgery. Concurrent conditions included pelvic discomfort, genital bleeding, blood pressure high, anxiety and depression. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since 2008 for birth control. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain: lower pelvic pain"), bacterial infection ("infection: bacterial"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and arthralgia ("pain: right hip"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant) and post procedural infection (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy, surgical removal of coils and bilateral salpingectomy,surgical removal of coils). Essure was removed on (B)(6)2012. At the time of the report, the device breakage, device dislocation, embedded device, sepsis, post procedural infection, pelvic pain, bacterial infection, nausea, vaginal discharge and arthralgia outcome was unknown. The reporter considered arthralgia, bacterial infection, device breakage, device dislocation, embedded device, nausea, pelvic pain, post procedural infection, sepsis and vaginal discharge to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. Fu: (B)(6) 2019: the displaced essure coil was identified to be embedded in the omentum draped river the spleen. After pulling the omentum free of the spleen, the essure coil was grasped and meticulously dissected from the omentum. After removing the coil from the omentum, the omentum was observed and found to be hemostatic. The ensure coil was taken from the abdomen and examined on the back table and found to be completely intact. Most recent follow-up information incorporated above includes: on 18-feb-2019: reporter information was added. This case concerns 47 year old patient. Her historical/concurrent conditions were added. Essure indication was added. Essure removal date was added. Per plaintiff fact sheet following events: infection: bacterial, embedded in omentum/perforation (other): anterior to spleen embedded in omentum, nausea, vaginal discharge, pain: right hip and difficulty placing the right coil on my right side,endometrial therma choice ablation with essure bilateral tubal sterilization and sepsis were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure"), device breakage ("breakage of the essure device") and post procedural infection ("post-operative infection") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), post procedural infection (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with surgery (pelvic surgery). At the time of the report, the device dislocation, device breakage, post procedural infection and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, pelvic pain and post procedural infection to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of the essure device'), sepsis ('sepsis'), post procedural infection ('post-operative infection') and multiple episodes of device dislocation ('embedded in omentum/perforation (other): anterior to spleen embedded in omentum', 'migration of the essure: anterior to spleen') in a 47-year-old female patient who had essure (batch no. 898925) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing the right coil on my right side" and medical device monitoring error "endometrial therma choice ablation with essure bilateral tubal sterilization". The patient's medical history included back surgery. Concurrent conditions included pelvic discomfort, genital bleeding, blood pressure high, anxiety and depression. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since 2008 for birth control. In (B)(6) 2012, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain: lower pelvic pain"), bacterial infection ("infection: bacterial"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and arthralgia ("pain: right hip"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant) and post procedural infection (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy, surgical removal of coils and bilateral salpingectomy,surgical removal of coils). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, the last episode of device dislocation, sepsis, post procedural infection, pelvic pain, bacterial infection, nausea, vaginal discharge and arthralgia outcome was unknown. The reporter considered arthralgia, bacterial infection, device breakage, nausea, pelvic pain, post procedural infection, sepsis, vaginal discharge, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. Fu: (B)(6) 2019: the displaced essure coil was identified to be embedded in the omentum draped river the spleen. After pulling the omentem free of the spleen, the essure coil was grasped and meticulously dissected from the omentum. After removing the coil from the omentum, the omentum was observed and found to be hemostatic. The ensure coil was taken from the abdomen and examined on the back table and found to be completely intact. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of the essure device'), genital haemorrhage ('bleeding'), sepsis ('sepsis'), post procedural infection ('post-operative infection') and multiple episodes of device dislocation ('embedded in omentum/perforation (other): anterior to spleen embedded in omentum', 'migration of the essure: anterior to spleen') in a 47-year-old female patient who had essure (batch no. 898925) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial therma choice ablation with essure bilateral tubal sterilization" and device difficult to use "difficulty placing the right coil on my right side". The patient's medical history included back surgery. Concurrent conditions included pelvic discomfort, genital bleeding, blood pressure high, anxiety and depression. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since 2008 for birth control. In (B)(6) 2012, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain: lower pelvic pain"), bacterial infection ("infection: bacterial"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and arthralgia ("pain: right hip"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sepsis (seriousness criterion medically significant) and post procedural infection (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy, surgical removal of coils and bilateral salpingectomy,surgical removal of coils). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, the last episode of device dislocation, genital haemorrhage, sepsis, post procedural infection, pelvic pain, bacterial infection, nausea, vaginal discharge and arthralgia outcome was unknown. The reporter considered arthralgia, bacterial infection, device breakage, genital haemorrhage, nausea, pelvic pain, post procedural infection, sepsis, vaginal discharge, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. IFU: 18-feb-2019: the displaced essure coil was identified to be embedded in the omentum draped river the spleen. After pulling the omentem free of the spleen, the essure coil was grasped and meticulously dissected from the omentum. After removing the coil from the omentum, the omentum was observed and found to be hemostatic. The ensure coil was taken from the abdomen and examined on the back table and found to be completely intact. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received. Event bleeding were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.